Event description:
The customer reported that over the last weeks since the installation of trima software version 6.06 and the activation of the plasma rinseback feature, they have seen several donors experience 'severe' ac reactions during the plasma rinseback. Per the customer, some donors had problems breathing correctly. Those donors did not have reactions when they were donating platelets on trima software version 5.21. Specific dates of the events and specific patient information is not available at this time. It is not known at this time if medical intervention was necessary for any of the events. The disposable kits are not available for return because they were discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: terumo bct's field performance engineer performed a site assessment to investigate what can be done to alleviate the customer's issue. No specific remarks were made during the assessment regarding any more ac reactions during plasma rinseback. Preventative maintenance was performed on the device. No issues were found during pm. Ac management is covered in the trima operator's manual. The manual cautions the operator to monitor the donor throughout the procedure in order to respond quickly to donor reactions. Donor reactions to ac are a known possible side effect. Root cause: no defect was found with the device. Further investigation indicates there was no software issue, as initially suspected, and that the software performed as intended. A definitive root cause cannot be determined at this time. The known possible side effects for ac reactions are: mild tingling of the lips, lightheadedness and nausea. In rare cases trembling, twitching or increase in heart rate may occur.

Event description:
Due to EU personal data protection laws, the patient's age is not available from the customer.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: the device was tested for functionality, with no problems identified. No additional reports have been received for this device regarding donor reactions. A review of the last year of service history for this device, indicated no other reports related to this issue. Four run data files (rdfs) were analyzed for these events. In all four procedures, the maximum concurrent plasma collection ended approximately halfway through the procedure. During the plasma collection, much of the ac is going to the plasma product, and therefore the ac infusion rate to the donor is less. When plasma collection has completed, the ac infusion rate to the donor increases, as the donor¿s plasma is now being returned. Since plasma collection is ending about halfway through the procedures, donors have higher infusion rates for the second half of their procedures. From the information provided, it sounds like the patients are not reacting to the ac at all until the plasma rinseback protocol is turned on. The rdf review showed that the ac infusion rate during rinseback is about equal to or less than (never greater than) the ac infusion rate during platelet only collection. The ac infusion rate decreases over the course of plasma rinseback. It is not clear why donors are reacting during plasma rinseback, but not prior to rinseback. Some donors have normal ac reactions (not severe) at the end of plasma collection due to the increase in infusion rate. This event has been referenced in a software issue tracking system for further analysis. Root cause: software issue.

Event description:
Per the customer, medical intervention was not necessary for these events. In 2 cases, they increased the pump rate of the ca infusion pumps on the trima machine and did not consider it as medical intervention. The patient's symptoms was nausea and he felt tingling of lips and hands. The patient's age is not available at this time. The customer reported 5 cases of donor reaction, but sent patient (donor) information for 6 incidents. Specific incident dates were not provided by the customer.